Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device was weaned off successfully. 0.035" wire was placed in the wire access port and device was removed. Perclose was deployed, but they were unable to get the wire back through the perclose to deploy second so manual pressure was held by physician for 25 minutes then a femstop was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.